Event description:
During evaluation of a sigma pump by baxter personnel, a clearlink buretrol solution set would not flow. Specifically, there appeared to be something clogging the filter and fluid would not flow past the filter. This condition was observed after patient use. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, pressure testing, clear passage testing, flow testing, and simulated use testing did not identify any abnormalities that could have contributed to the reported condition. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.